Event description:
It was initially reported that the patient was scheduled for lead and pulse generator revision due to high lead impedance. A search performed in the manufacturer's programming history database resulted in the last known diagnostics performed were within normal limits. (B)(4) attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.